Manufacturer narrative:
Patient identifier - not provided. Age & date of birth - not provided. Sex - not provided. Weight - not provided. Ethnicity - not provided. Race - not provided. : date of event - not provided. Product code - not provided. Lot number - not provided. Expiration date - unknown due to unknown lot number. Contact name, establishment name & address not provided. Device manufacture date - unknown dud to unknown lot number. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. A review of the lot history files was unable to be conducted due to the unknown lot number. Prior to shipment, qc conducts outgoing visual inspection, sensory inspections, and functional testing prior to shipment ensure all lots pass. With no return of the actual device the exact cause of the reported event cannot be definitively determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
Terumo received FDA mw5072978 on (B)(6) 2017 that reported the following. "Went to administer injection to patient via the im route. Using the required amount of force on the patient's thigh. The needle did not go through the skin into the muscle below. I tried a second time, with the same results. I excused myself from the room, replaced the needle, and gave the injection without issue. There is no known patient impact.